Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 6mm monopolar cautery instrument was analyzed and found to have a recognition failure based on log review but was not replicated during in-house testing. A review of logs showed 1 number of 31009 error codes, indicating instrument sensors missing. A tool was partially detected on patient side manipulator (psm)1, one or more of the tool sensors were not detected. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The instrument was retested and passed recognition and engagement on both attempts. The housing was removed for inspection, and the instrument did not exhibit any internal physical damage. Fa found additional observations that are related to the customer reported complaint: the instrument was found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measured approximately 2.26 x 3.35 mm in size. The instrument was found to have a broken electrical contact. Both sides of the electrical contact were found broken in the over molded seal adapter location. Both pieces, measuring roughly .90 mm x 3.72 mm (x2) in size were not returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause of recognition failure is attributed to communication issues with the rfid chip.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 6mm monopolar cautery instrument would not recognize. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that no fragments fell into the patient and there were no reports of fragments detaching from the device while used within the patient. No actions related to fragment retrieval were required. No post-surgical complications or hospital returns associated with retained foreign material were reported.